Event description:
Discrepant advia centaur xp bnp, hcg, troponin results were obtained on pt samples. The results were reported to the doctor. The doctor questioned the results. The samples were retested and corrected results were reported. The customer does not know of any report of pt intervention or adverse health consequences due to the discrepant bnp, hcg, troponin results.

Event description:
Discrepant advia centaur xp bnp, hcg, troponin results were obtained on pt samples. The results were reported to the doctor. The doctor questioned the results. The samples were retested and corrected results were reported. The customer does not know of any report of pt intervention or adverse health consequences due to the discrepant bnp, hcg, troponin results.

Event description:
Discrepant advia centaur xp bnp, hcg, troponin results were obtained on pt samples. The results were reported to the doctor. The doctor questioned the results. The samples were retested and corrected results were reported. The customer does not know of any report of pt intervention or adverse health consequences due to the discrepant bnp, hcg, troponin results.

Event description:
Discrepant advia centaur xp bnp, hcg, troponin results were obtained on pt samples. The results were reported to the doctor. The doctor questioned the results. The samples were retested and corrected results were reported. The customer does not know of any report of pt intervention or adverse health consequences due to the discrepant bnp, hcg, troponin results.

Event description:
Discrepant advia centaur xp bnp, hcg, troponin results were obtained on pt samples. The results were reported to the doctor. The doctor questioned the results. The samples were retested and corrected results were reported. The customer does not know of any report of pt intervention or adverse health consequences due to the discrepant bnp, hcg, troponin results.

Event description:
Discrepant advia centaur xp bnp, hcg, troponin results were obtained on pt samples. The results were reported to the doctor. The doctor questioned the results. The samples were retested and corrected results were reported. The customer does not know of any report of pt intervention or adverse health consequences due to the discrepant bnp, hcg, troponin results.

Event description:
Discrepant advia centaur xp bnp, hcg, troponin results were obtained on pt samples. The results were reported to the doctor. The doctor questioned the results. The samples were retested and corrected results were reported. The customer does not know of any report of pt intervention or adverse health consequences due to the discrepant bnp, hcg, troponin results.

Event description:
Discrepant advia centaur xp bnp, hcg, troponin results were obtained on pt samples. The results were reported to the doctor. The doctor questioned the results. The samples were retested and corrected results were reported. The customer does not know of any report of pt intervention or adverse health consequences due to the discrepant bnp, hcg, troponin results.

Event description:
Discrepant advia centaur xp bnp, hcg, troponin results were obtained on pt samples. The results were reported to the doctor. The doctor questioned the results. The samples were retested and corrected results were reported. The customer does not know of any report of pt intervention or adverse health consequences due to the discrepant bnp, hcg, troponin results.

Event description:
Discrepant advia centaur xp bnp, hcg, troponin results were obtained on pt samples. The results were reported to the doctor. The doctor questioned the results. The samples were retested and corrected results were reported. The customer does not know of any report of pt intervention or adverse health consequences due to the discrepant bnp, hcg, troponin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant bnp, hcg and troponin results was due to cloudy wash 1 solution. The fse removed wash 1 cleaned the reservoir and placed a new bottle of wash 1 solution on the system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant bnp, hcg and troponin results was due to cloudy wash 1 solution. The fse removed wash 1 cleaned the reservoir and placed a new bottle of wash 1 solution on the system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant bnp, hcg and troponin results was due to cloudy wash 1 solution. The fse removed wash 1 cleaned the reservoir and placed a new bottle of wash 1 solution on the system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant bnp, hcg and troponin results was due to cloudy wash 1 solution. The fse removed wash 1 cleaned the reservoir and placed a new bottle of wash 1 solution on the system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant bnp, hcg and troponin results was due to cloudy wash 1 solution. The fse removed wash 1 cleaned the reservoir and placed a new bottle of wash 1 solution on the system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant bnp, hcg and troponin results was due to cloudy wash 1 solution. The fse removed wash 1 cleaned the reservoir and placed a new bottle of wash 1 solution on the system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant bnp, hcg and troponin results was due to cloudy wash 1 solution. The fse removed wash 1 cleaned the reservoir and placed a new bottle of wash 1 solution on the system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant bnp, hcg and troponin results was due to cloudy wash 1 solution. The fse removed wash 1 cleaned the reservoir and placed a new bottle of wash 1 solution on the system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant bnp, hcg and troponin results was due to cloudy wash 1 solution. The fse removed wash 1 cleaned the reservoir and placed a new bottle of wash 1 solution on the system. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant bnp, hcg and troponin results was due to cloudy wash 1 solution. The fse removed wash 1 cleaned the reservoir and placed a new bottle of wash 1 solution on the system. The instrument is performing within specifications. No further evaluation of the device is required.